Event description:
New information noted that the patient presented in hospital for interrogation. Upon review, the lead pacing impedance increased more than double due to lead fracture. The lead was explanted on (B)(6) 2019. The patient was doing well.

Manufacturer narrative:
A partial lead of the distal portion measuring 51.3 cm was returned in one piece. The reported event could not be confirmed. The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had six non-sustained right ventricular oversensing episodes due to possible electromagnetic interference. The lead also exhibited fluctuation of the increasing impedance. Programming change was made. The patient was stable.